Event description:
Dexcom was made aware on 04/15/2025, that on (B)(6) 2025, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device. It was reported that a pediatric patient experienced a skin reaction characterized by itching, rash, redness, inflammation, dry skin, and infection under the entire patch area. This reaction occurred an unknown number of days after the sensor had been inserted into the patient's arm. The reaction was treated with intravenous antibiotics and topical betamethasone cream. There was no documentation of further medical intervention, and it was not known how long the patient remained in the hospital. At the time of the report, the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).